Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center was not able to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was no abnormality associated with the subject device and there may have been a problem with another device (i.e. Scope/camera head, scope cable, light source device, monitor, monitor cable).

Manufacturer narrative:
Additional information is not yet available for the event. Event date is not known. The device is returned, and a device evaluation not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, during preparation for use for an unknown event the device yielded an image with color issues. There is no patient involvement and no reported harm to any patient.